Event description:
Customer reports the softclix plus lancet will not retract. As a result, customer accidentally stuck her thumb; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.